Manufacturer narrative:
During initial inspection, deep cracks were observed along the top housing, and corrosion was visible on the pcb and the battery through the top and bottom housing. The power supply was needed to download the device due to the corrosion on the pcb and low voltages of the three batteries. No timeouts, drive stalls or alarms were observed in the download data. Upon opening the device, corrosion was also found on the needle mechanism rails. A leak test was performed on the fluid path for any internal tears that might have caused the corrosion, but none were found; the cause of the corrosion can be contributed to the cracked top housing. No other damages or deficiencies were observed during this investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod on the hip/buttocks area between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.